Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that abutment screw (B)(4) loosened. The doctor was able to place another screw.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev c 09/16 instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite® hexed screw it is recommended to torque at 20 ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.